Event description:
The report stated that after one hour of use of the generator, ignition occurred from powerstar bipolar scissors (non-valleylab product), and the drape caught fire. There was no patient injury. When asked if o2 was in use, the response was 'unknown'. The bipolar scissor was in the pocket of the drape and was not used yet at the time ignition occurred. Therefore, it is unknown if the bipolar caused the ignition.

Manufacturer narrative:
The force28pch generator investigation was done by tyco technical support and no defect was found.